Event description:
The consumer reported that the sonicare for kids power toothbrush shaft detached during their son was brushing. A potential choking hazard was identified.

Manufacturer narrative:
Date of event: the event date is approximate. Initial reporter name and address: the reporter (identified in a1 as s.t.) Is reporting the product problem on behalf of her son, who was using the toothbrush.

Manufacturer narrative:
Analysis results: product is not available for return to manufacturer to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.